Manufacturer narrative:
(B)(4). As the cassette was disposed of, a device analysis could not be completed. However, the care giver (cg) reported reconnecting the heater bag after an inadvertent disconnection occurred. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a heater bag became disconnected from the homechoice (hc) cassette during dwell one of four of automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected to the device at the time of the disconnection. The hp reconnected the heater bag and the cassette line after disconnection. A technical service representative (tsr) reviewed proper procedures with a care giver (cg). During troubleshooting the cg indicated that she was having difficulty locking the connection on the cassette line, but she eventually stated the connection was made properly. The tsr recommended starting therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.